Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "moderate breast pain". Healthcare professional later reported "rupture implant with anterior capsule removed", "unacceptable cosmetic appearance" and "snoopy deformity". The device has been explanted and replaced.

Event description:
Patient reported left side "moderate breast pain". Healthcare professional later reported "rupture implant with anterior capsule removed", "unacceptable cosmetic appearance" and "snoopy deformity". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.